Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient¿s nurse described the area as a sore on the back under the garment. There was no alleged device malfunction contributing to the sore. It's unclear if the nurse who spoke with support services applied any creams or ointments to the sore. Outcome of the sore is unknown as follow up attempts were unsuccessful.